Event description:
While procuring a bone graft from the right iliac crest, the cutter broke. Physician states "it did not effect the graft procurement." Cutter retained in biomedical engineering for evaluation.